Event description:
Procedure: lap chole. According to the reporter: was pulling specimen out of 11mm trocar port and bag abruptly tore. No device fragment left in the patient&#39;s cavity.

Manufacturer narrative:
(B)(4).